Event description:
Philips received a complaint by bench repair on the v60 indicating that while servicing the device, it was observed that the electrical safety test exceeds the permitted limit. To perform the electrical safety, test the power cord must be replaced. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.

Manufacturer narrative:
Bench replaced the power cord to resolve the reported issue. Following the test and verification procedure for this device, the device was restored to factory settings. All necessary checks have been carried out to certify the return of the device to pre-failure conditions. To ensure proper device performance, we recommend using only philips-approved accessories and consumables. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.